Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that insulin squirted out during manual prime. Customer was disconnected during prime. The pump was not dropped or bumped. Customer stated that the pump had no water contact and the drive support cap does not appear to be damaged. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, unexpected restart and self tests. However, the pump alarmed compromised force sensor system during the basic occlusion and prime test due to a loose/protruded drive support disk. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.